Event description:
Canister was empty, would not even spray out any medication. Patient did shake container well and made sure the hole where med comes out was not clogged. Dose, frequency and route used: inhale 2 puffs every 4 to 6 hours as needed. Diagnosis: copd.